Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the oxygen flow test at .5 standard liters per minute. Status of the product at time of event was during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3: manufacturing plant address, city, zip code, state, country: corrected. No product was returned for device analysis. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.